Event description:
During the repair of the tibial artery (side unknown) this balloon ruptured at 2 atmospheres. The patient was a female (age unk). The vessel was moderately calcified, not tortuous, and the length of the lesion was 6mm. The physician made access to the patient in the femoral artery with a 6 fr. Sheath. There was no difficulty accessing the lesion with a guidewire. The balloon catheter was properly prepped prior to insertion and crossed the lesion with no difficulty. After the balloon ruptured, the physician carefully removed the balloon from the patient and noticed a "pin prick" hole on the side of the balloon. There was no injury to the patient.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date (which is indicated as "other" under section h3 code). Additional information will be submitted within 30 days of receipt.